Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that a patient presented for a follow-up and increased threshold and decreased sensing were observed. The lead was explanted and replaced. Patient condition is good after implantation.